Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the high impedance was unknown. There were no actions taken to resolve the issue. The high impedances did not resolve.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the impedance values for monopolar contact 3 and the bipolar combinations with contact 3 are out of range (however this contact is not used in the programming). Left stn monopolar 3 was >20k ohms. Left stn bipolar 3-0, 3-1, 3-2 were all >20k ohms. No patient symptoms or further complications were reported as a result of this event.